Event description:
Pump switched from primary to secondary infusion without proper notification. Pt was receiving a blood transfusion on secondary. The nurse used the roller clamp to stop the flow and switched the pump to a primary infusion of saline. The pump switched back to secondary (the blood). The pt received 2 units of blood, which fell within the window timeframe of blood guide. Another pump was used to complete the transfusion. No pt injury occurred.

Manufacturer narrative:
The device evaluation is underway. A follow-up report will be submitted after the evaluation is complete.